Event description:
Info received indicates the brake and brake/steer casters are not locking when the brake is set.

Manufacturer narrative:
The technician replaced the worn brake and brake/steer casters to repair the bed.